Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are trying to connect to the patient's implant to turn therapy off for the MRI but they are getting a message that says the internal device has lost all data and to contact the clinician. The agent reviewed the meaning of this message and redirected the caller to healthcare provider to further address the issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider for further assistance.